Event description:
Covidien received information stating during pt use of an ht70 ventilator, a continuous alarm was generated with a "motor failure" error message. Ventilation continued and the vital value was not affected by the alarm. The alarm could not be stopped by the alarm silence / rest button. It continued from 18:30 to 20:30. The pt was transferred to another ventilator. At the onset of the alarm, the device had been used normally, without any unusual condition. There were no negative pt consequences reported.

Manufacturer narrative:
(B)(4). One ht70 ventilator control board was received for evaluation. It was reported that a motor failure error message occurred during patient use, and the alarm was stopped by pressing the silence button. Visual inspection found no anomalies, and functional tests could not duplicate the issue. The unit was power cycled multiple times, and started ventilation each time. The ventilator was also left running for an extended period of time, and no errors were detected. The customer reported complaint was not verified.

Manufacturer narrative:
(B)(4).